Event description:
Initial myoglobin result reported 143 ng/ml, repeat sample was drawn 2 hours later recovered 757 ng/ml. Patient's medical history is unk. Field service representative could not duplicate the problem. Performed instrument checks, found all check results were within specifications.